Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer troubleshot with philip's product support engineer over the phone. The customer was advised to replace the touchscreen to address the issue. No parts were returned to philips for analysis, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator failed the touchscreen calibration. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.